Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the hospital while intoxicated. Her blood glucose was 231mg/dl at the time of reporting. It was stated that her insulin pump was missing the battery and battery cap. Her hospitalization was due to alcohol and not diabetes related. No equipment was returned. No additional information was reported.